Event description:
It is reported that patient was revised due to chronic thigh pain and evident proximal femur osteolysis observed on x-ray.

Manufacturer narrative:
Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as the investigation result is available, a follow-up report will be submitted. (B)(4).